Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed because communication failure occurred due to a faulty cable. As to the cause of the faulty cable, leak test failed due to a pinhole. Therefore, it is likely that it was broken because water entered inside the unit. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store the camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the 4k camera head had a no image problem. The issue was found during a procedure. There were no reports of patient or user harm associated with this event. Related patient identifier: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿image does not appear¿ was confirmed. The device evaluation found the no image display issue was due to faulty cable. Additionally, there was a crack on the focus ring of the device, there was no sense intermittent of switch depression for the button white balance due to worn out switch board. Also found the cable failed the leak test due to pin holes and the label on the rear cover was faded. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.